Event description:
Hosp reported during a procedure an air injection took place. There was air in the 48" tubing, which was unnoticed. Pt required medical intervention for hypotension and bradycardia. Pt fully recovered after about 5 minutes.